Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had a "defective battery" message when he turned on the pcu8015. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I recommended (B)(6) to charge battery overnight and recycle the power to see if the issue goes away. If the issue still exist, (B)(6) will replace new battery. If battery does not resolve the issue, (B)(6) will replace power supply board. Otherwise, (B)(6) will call me back.